Event description:
It was reported that the customer had multiple no delivery alarm during the set change. The blood glucose level is 118 mg/dl. Troubleshooting was performed and resolved with a set change. No further information was provided.

Manufacturer narrative:
The customer complaint could not be confirmed because no reservoirs were returned, only two transfer guards.

Manufacturer narrative:
The reliability analysis not required, because no reservoirs to confirm complaint.